Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 309 mg/dl and trace levels of ketones. Reportedly, the customer delivered a bolus with the pump to address the bg level. The customer was treated with multiple injections to address the elevated bg. A pump system check was performed, and the cause of the elevated bg was found to be due to an occlusion. No issues were found with the pump or related supplies. The customer was released later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.